Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, ¿adjust/check belt¿ messages, can connection status, damaged cable) was confirmed due to the orange and brown pulse wires being pinched at the ECG ¿c&d¿ cable. The belt did not pass falloff testing. The root cause for the pinched wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt's cable was damaged, was displaying a service code 204, "adjust/check belt" messages, and can connection status.